Event description:
On (B)(6) 2016 lay user/ patient contacted lifescan (lfs) and alleged their one touch ultra2 had an meter button issues and an unusual issue. The complaint was classified based on the customer care advocate (cca) documentation the cca was advised by the patient that the issues with the up and down arrow buttons are non responsive and the meter was showing a message instead of the apply sample message on insertion of the test strip, all occurred during the month of (B)(6). The patient stated they manage their diabetes with insulin (self-adjuster) the patient confirmed that they did not make any changes to their usual diabetes management regimen in response to the alleged product issue. The patient denied that they developed symptoms as a result of the issue; however alleged hcp treatment of hospitalization, the patient alleged being treated with IV fluids while in hospital. The patient stated that a blood glucose reading of "400mg/dl" was taken using an unknown meter. At the time of trouble shooting, the cca confirmed this was not the first time the product was being used, the issue appears to be an intermitted issue. There was no misuse of the product, the issue was not resolved with troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received hcp treatment after the alleged inaccurate high issue began.